Event description:
The customer contacted baxter's service center regarding a home patient (hp) that stated they had a heater that bag became disconnected earlier so they added another bag, which occurred on the homechoice (hc) during fill while refilling the heater. The technical service representative (tsr) advised the hp would need to end therapy because bag had been disconnected and reconnected. The tsr assisted in ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp. The hp stated they understood the proper procedure for setup. The hp understood it was not proper procedure to attach another solution bag to a line that was already used while therapy is ongoing. The hp stated they have been performing therapy successfully since the incident. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a use error was confirmed: the patient reconnected a solution bag that became disconnected during therapy. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.